Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer stated that the insulin pump broke and she had an old insulin pump, which she was trying to set up. She stated that she wound up with low blood glucose because she did not think she set up the old insulin pump correctly. The customer's blood glucose was over 30 mg/dl. She also noted that the most recent insulin pump data upload showing on her computer software was not the updated. She stated that she recalled making her own adjustments to the settings after contacting her doctor. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until she was able to obtain the correct settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.